Manufacturer narrative:
H3:product analysis # (B)(4): ex1014054, lot# mg22f019, visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are da maged, and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care professional via manufacturer representative regarding a patient undergoing unknown spine surgery. It was reported that the driver broke off. Level implanted was s1. No fragment of the instrument remaining in the patient. No patient symptoms or complications because of this event. Additional information was received from the rep that procedure used in this event was a lumbar fusion, product came in contact with and no health impact due to this event.